Event description:
Customer reported device = 268 mg/dl. Customer was confused and had "body sweats". Customer was taken to the emergency room (ER). ER device = 48 mg/dl. Lab = 54 mg/dl. Customer was given an IV of 50% dextrose. No controls used. Customer was using international test strips. A request was made for return product and replacement product was sent.